Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the complaint could not be verified. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the rv lead experienced low sensing and high threshold. The lead was explanted and replaced.